Event description:
It was reported that the aseptic housing opened during a surgery and the non-sterile battery was exposed to the sterile environment. There were no adverse consequences for the pt and the batteries did not fall into pt.

Manufacturer narrative:
The device was returned to the MFR and the complaint was verified. There was corrosion found on the housing that indicates improper sterilization techniques. There were also cracks in the housing that would indicate abuse. The device was scrapped.